Manufacturer narrative:
Concomitant medical products: dtba1d1, crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing, resulting in occasional atrial pacing. It was also reported that diminished sensing occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing chronic atrial fibrillation (af) and that the right atrial (ra) lead was reprogrammed.